Manufacturer narrative:
Investigation summary: bd (B)(4) received a sample and four (4) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and upon completion the indicated failure mode for fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula. Bd determined the root cause of the indicated failure mode was attributed to the hub sprue separation process. The tearing of the sprue from the hubs can result in creation of small plastic particulates. The particulates are collected alongside hubs in the mold component bags and then introduced to the multi-sample needle (msn) line together with the hubs. During msn assembly, the particulates can dislodge from the hubs and become adhered to the lubrication on the cannula. Bd has initiated further root cause investigation relating to the issue of fm on the cannula through corrective and preventive actions; CAPA (B)(4).

Event description:
It was reported when using the bd vacutainer¿ precisionglide" multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the hcp found a black dirt (black spot) on the tip of an unused needle and thus stopped using this affected product."